Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on contacts 1-8. Surgical intervention was undertaken wherein the lead was explanted; however, the physician was unable to implant a new lead due to adhesions.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires being broken. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.